Event description:
It was reported that the subject device had a bad image. The event occurred during the preparation of the diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: intermittent image due to a faulty cable unit and a failed water leak test from the cable. Based on the results of the investigation, it is likely that the following led to the malfunction: component failure. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.